Event description:
It was reported that a hospital employee filed a complaint against the hospital due to elbow and back pain sustained from moving the ion between floors in the hospital. The cause of the pain was due to the frequent transport of the ion equipment between procedure rooms on different hospital floors. It is mentioned that there was no issue with the device itself, such as missing wheels, brakes, or parts for moving the ion equipment. The injured staff was not wearing safety belts or required gear to move the device, and at times, they were alone when moving it. As a result, the injured employee required physical therapy, was not allowed to move the ion, and was placed on light or modified duty, with restrictions on pushing or pulling greater than 5 lbs. The hospital is working on finding a solution to this issue and is considering a third-party motorized platform. Additionally, it is mentioned that the hospital has a policy regarding proper biomechanics and ergonomics for working with patients. However, changes to the policy were not enforced until the interventional bronchoscopy team reached out to the ergonomics team and they conducted a full assessment.

Manufacturer narrative:
An investigation was completed to determine the cause of this adverse event. There is no indication that the customer reported complication of elbow pain was related to a product issue. The injured staff was not wearing safety belts or required gear to move the device, and at times, they were alone when moving it. There was no report of device issues or missing wheels/ brakes/ parts for moving the ion equipment. An ion product was not returned to intuitive surgical, inc. (Isi) for evaluation. A system log review was not available as the ion system was not docked or used when the injury occurred.